Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.75 x 12 synergy¿ drug-eluting stent was selected for use. However, during preparation, after removal of the plastic protective hoop, the stylet and the protective cover were removed together by grasping the very distal end mainly holding onto the loop part of the stylet with the protective cover. It appeared as if the stent was stuck to the protective cover. The device never went into the patient's body and the procedure was completed with another 2.75x12 synergy stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the stent was returned for analysis with the stent protector and product mandrel. The stent delivery system was not received for analysis. The inner diameter of the stent protector was measured which was within specification. The stent was received on the product mandrel and had stretched and bent struts throughout the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.75 x 12 synergy drug-eluting stent was selected for use. However, during preparation, after removal of the plastic protective hoop, the stylet and the protective cover were removed together by grasping the very distal end mainly holding onto the loop part of the stylet with the protective cover. It appeared as if the stent was stuck to the protective cover. The device never went into the patient's body and the procedure was completed with another 2.75x12 synergy stent. No patient complications were reported.